Event description:
A report was received that stated the patient was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. On day 10 of a 14 day infusion, the cannula was discovered to be broken off and remained lodged within the portal of the implanted access system. The needle was removed surgically, with no further adverse sequela reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.